Event description:
(B)(6) study. It was reported that a myocardiac infarction occurred. In (B)(6) 2012, the subject presented with the complaints of intermittent chest pain with exertion, associated with dyspnea. The subject was diagnosed with unstable angina and cardiac catheterization was recommended. Index procedure was performed and the subject was enrolled in the taxus liberte study. Target lesion #1 was a de novo lesion located in the distal coronary artery with 98% stenosis and was 6 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with direct placement of a 2.25 x 8 mm taxus liberté atom, following post dilatation, residual stenosis was .one day post procedure the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with complaints of weakness and a 1-day history of dark stools. The subject was hospitalized on the same day and intravenous ppi was initiated. At the time of event, the subject was on aspirin and clopidogrel. Per edc, study drug per protocol was never taken during the study. Nsaid medications were discontinued. Plavix and aspirin were held; however, aspirin was recommended to be started after a week. The event was considered to be resolved with residual effects and the subject was discharged on the same day on ppi (proton pump inhibitor). The subject also presented with chest tightness and neck pain associated with shortness of breath. Of note, he was still experiencing melena. ECG indicated non-specific st and t-wave changes. Troponin value was found to be elevated. Cardiac enzyme elevation did not meet protocol definition of mi; however, the site wishes to report an event of mi for cec adjudication. The subject was not scheduled for invasive cardiac evaluation or treatment due to the potential of gi (gastrointestinal) bleed. The subject was treated with medication throughout the hospitalization, including adjustment of cardiac medications. The event was considered to be resolved with residual effects and the subject was discharged on aspirin and plavix.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).